Manufacturer narrative:
Device received not deployed with the slide insert not viewable in the viewing window. Firing flat was noted to be sitting parallel to the underside of the pod, indicating the ratchet gear minimally advanced during the run. Data downloaded from the device indicates a drive stall and a series of timeouts occurred during the priming sequence. This prevented the device from running enough pulses to deploy. The device was reset and paired with a pdm. The device completed and deployed during the priming sequence. A 5u bolus was delivered: the device returned an 0x14 occlusion alarm before completing the bolus. The drive mechanism was inspected and nothing was found that would prevent the ratchet gear from actuating. The root cause of the drive stall during operation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.